Manufacturer narrative:
The device was evaluated during the procedure when the event occurred, and the issue of the stimulation knob being turned off was resolved by turning the stimulation knob back on. The device was not returned to the manufacturer for evaluation.

Event description:
It was reported that during use in a procedure, the monitor was not providing auditory indication, because a user had accidently bumped a control knob and turned off the stimulation energy. This condition, in which the device does not delivery energy, may be interpreted by the user as a false negative result, posing increased risk of nerve injury. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.